Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00973.

Event description:
The patient was undergoing a coil embolization in the cerebral artery procedure using penumbra smart coils. During the procedure, the physician successfully implanted five coils in the target location using a non-penumbra microcatheter. Upon advancement of a smart coil, the physician encountered resistance in the hub of the microcatheter and decided to withdraw the smart coil back into its sheath. However, the smart coil became stuck within its introducer sheath and was unable to re-advance. The smart coil was therefore removed and was not used in the procedure. It was also reported that the physician encountered resistance during advancement of another smart coil through the hub of the microcatheter. This smart coil was also removed and was no longer used in the procedure. The procedure was completed using five other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Embolization coil was intact with the pusher assembly and had offset coil winds. The pusher assembly was able to advance through a 0.0159¿ ring gauge and the mid-joint od was within specification. During functional testing, resistance was experienced while advancing the devices and the embolization coils were unable to advance through their introducer sheathes due to the offset coil winds. Conclusions: evaluation of the returned devices revealed offset coil winds near the proximal end of the embolization coils. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. During functional testing, the embolization coils could not be advanced through their introducer sheaths due to the offset coil winds. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00973.